Event description:
The hill-rom technician found that the brakes would not hold on this bed. He stated that the bed was located in a storage unit and that there were no reported incidents and no one knew how long the bed had been stored. He was asked to pull the bed out of storage and repair as needed. He found the casters to be worn from age and use. He replaced the casters to repair the brakes.